Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient could not find a healthcare provider to fill her pump. The patient was due on (B)(6) 2018. The patient stated they can tell when they are getting low and reported they were in pain. The patient reported their pump needed to be refilled. It was indicated the issue started about a week earlier (relative to the date of the report, (B)(6) 2018). The patient felt they were running out of time. Patient services provided physician listings. No further complications were reported or anticipated.